Event description:
It was reported that the procedure was to treat a 98% stenosed lesion in the mid right coronary artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 2.75 x 12 mm xience prime stent was implanted at 14 atmospheres (atm); however, a proximal edge dissection occurred. The dissection was treated with a 2.5 x 12 mm xience prime stent successfully. The patient was discharged. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.